Event description:
It was reported that the ilet display was black and unreadable, preventing the user from viewing blood glucose and unlocking the device; a photo later confirmed the screen was physically damaged, and review showed no insulin delivery for several hours, with a fingerstick glucose of 383 mg/dl, consistent with a display visibility issue associated with the touchscreen hardware. Symptoms included hyperglycemia. Outcomes included no health consequences or impact documented, with insufficient information to determine broader impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a display visibility problem, with the touchscreen identified as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.